Event description:
Health professional reported, "explanted because pt had a slipped band/unable to loose [sic] weight." Surgeon "felt pt would do better with a gastric bypass."

Manufacturer narrative:
Taper ii. (B)(4). Allergan has received the product however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Band slippage and inadequate weight loss are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Health professional has declined to provide additional information. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band to loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."